Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the radial artery. A 6.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice up to 12atm for one minute. However, it was noted that the device could not inflate during the second inflation and the balloon ruptured at 0atm. The balloon was removed from the patient's body without any problem and the procedure was completed with another of the same device. No complications were reported and there was no problem with the patient's condition after the procedure.